Event description:
It was reported that stent damage occurred. The 90% stenosed, 28-30mmx3.75-4.0mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 4.00x28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.